Manufacturer narrative:
G4: 12sep2020; b4: 28oct2020. The field service engineer replaced the power supply to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03nov2020. B4: 19nov2020. Failure analysis on the returned power supply found heat damage noted for q12 and q9. Root cause is failure of power supply assembly. During servicing of this unit the field service engineer replaced ac power cord due to high ground resistance. Failure analysis on the returned power cord found that ac power cord failed esa (electrical safety assurance) resistance test. Verified reported failure. High pin-pin resistances noted n-n and g-g. Root cause determined to be mechanical damage cable causing high resistances. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12aug2020.

Event description:
The customer reported that the unit has no power on ac or battery power. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.